Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) calculations based on implant parameters indicate that the device had not met 99.9% expected longevity. The interrogated battery voltage measurements were lower than expected. The incorrect rtt (real time telemetry) battery voltage measurements are the result of high internal battery resistance.